Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer replaced the sensor and transmitter and was able to regain connection.